Event description:
I was implanted with a medical device implant called essure in 2008. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started in (B)(6) 2009. This is a list of my side effects and symptoms that I have experienced due to essure. Extreme and chronic abdominal pains, irregular periods, bleeding, spotting, inflammation leading to constipation and hemorrhoids. Numerous visits to the ER, a colorectal surgery due to abscess, headaches, extreme fatigue, confusion, lack of clarity and concentration, depression, weight gain, inability to lose weight and migraines. I have been seen by at least 7 different number of doctors. I have been diagnosed with the following conditions ibs, rls, ovarian cysts, depression and migraines. The device is still inside of me. The device was not returned to the manufacturer. (B)(4).